Event description:
A user facility reported that a patient sustained corneal haze of the right eye post slt. The reporting physician stated patient's visual acuity decreased notably during follow-up exam two days post procedure. The physician reported prescribing long term steroid drops (pred forte) as medical intervention stating the patient's visual acuity was improving.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment records and other relevant event information. The patient's clinical record was provided to lumenis for review. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected cause of the reported event. A lumenis medical director reviewed the patient's treatment record concluding, corneal edema post slt is a highly rare occurrence (~0.8%). Although certain causes are postulated to play a role in this complication, it is not yet understood what may predispose a patient to corneal changes as a result of slt. There have been only very few reported cases in literature; and virtually all the cases reported resolved with steroid. One commonality is that most of these cases were treated at high energy and with 100 spots or greater. This could have been an abnormal cytokine reaction or absorption by the endothelium (if there is drifting pigment, such in cases of pgs or pxf) or the physician may have erred and treated sampolesi's line instead of the tm - resulting in an endothelialitis.